Manufacturer narrative:
Eval summary: the product has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).

Event description:
A surgeon reported a capsular contraction following intraocular lens (iol) implant surgery. He reported the event was "probably due to the rhexis being too small". He stated a laser capsulotomy was performed with a good outcome. In f/u, the surgeon reported it was an anterior capsule phimosis which may be caused by several things, including a small rhexis. He stated the event was not iol related. Additional info has been requested.